Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description and service report. Ventilator¿s log files were not provided. Our field service engineer (fse) was on-site and replaced pressure transducer printed circuit board in order to resolve the resolve the reported issue. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # brand name, # version or model # was required. ¿ brand name: - previous brand name: servo-I - corrected brand name: servo-I base unit ¿ version or model #: - previous version or model #: servo-I - corrected version or model #: 6487800 the UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue has been confirmed during evaluation of the received problem description. Service report and ventilator¿s log files were not provided. Our field service engineer (fse) was on-site to investigate the reported issue further and replaced expiratory channel printed circuit board, o2 cable and o2 cell. However, the ventilator did not pass the tests after the replacement. No additional information is available and the current status of the involved ventilator is unknown.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. (B)(4).